Manufacturer narrative:
No contact information was provided to be able to try to obtain the product/lot specific information. As the lot number of the mesh was not provided a full review of all manufacturing lot history records could not be performed. Clinical evaluation: babies¿ umbilical cords pass through a small opening between their abdominal wall muscles. In most cases, the hole closes soon after birth. An umbilical hernia occurs when the abdominal wall layers don¿t join completely, and the intestine or other tissues from inside the abdominal cavity bulge through the weak spot around the belly button. An umbilical hernia in adults usually occurs when too much pressure is put on a weak section of the abdominal muscles. Potential causes include obesity, frequent pregnancies, ascites, abdominal surgeries and persistent, heavy cough. Atrium mesh is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Adhesions are bands of fibrous tissue that can form between abdominal tissues and organs. Normally, internal tissues and organs have slippery surfaces, preventing them from sticking together as the body moves. However, abdominal adhesions cause tissues and organs in the abdominal cavity to stick together. Abdominal surgery is the most frequent cause of abdominal adhesions. Surgery-related causes include cuts involving internal organs, handling of internal organs, drying out of internal organs and tissues, contact of internal tissues with foreign materials, such as gauze, surgical gloves, and stitches and blood or blood clots that were not rinsed away during surgery. Surgery in the lower abdomen and pelvis, including bowel and gynecological operations, carries an even greater chance of abdominal adhesions. Abdominal adhesions can become larger and tighter as time passes, sometimes causing problems years after surgery. Careful attention to proper fixation techniques and placement of the mesh product should be taken to help prevent excessive tension or disruption between the mesh material and connective tissue. Placing surgical mesh in contact with the intestines and/or improper surgical fixation can increase incidence of adhesions. Most patients who undergo surgical procedures experience acute postoperative pain. Many preoperative, intraoperative, and postoperative interventions and management strategies are available for reducing and managing postoperative pain. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur. - attachment: [(B)(4) .pdf]

Event description:
Patient had umbilical hernia repair. After the surgery the doctor allegedly told the patient¿s wife that he almost was not able conduct the surgery because his small intestine was attached to the atrium mesh. The surgeon was able to detach the two and completed the surgery. Ten days after the surgery the patient had a follow up appointment. At the follow up the patient was experiencing severe pain in his abdomen. Patient was admitted to the hospital. A gastroenterologist assisted with his treatment. His gut was inflamed, therefore it was restricted at the site that the small intestine and the atrium mesh was connected. He stayed in the hospital for four days awaiting his gut to calm down. He has since had another painful episode that did not require a hospital stay. The site is still tender to touch and it feels like a mass is over his navel. He also had his gallbladder removed after the mesh was implanted. At that time the surgeon checked around the umbilical area and said that he found a small area of adhesions and repaired it.